Event description:
It was reported that the patient had an ongoing driveline infection. On (B)(6) 2023, the patient was admitted with bacteremia and carbapenem-resistant pseudomonas aeruginosa infection. The patient was on intravenous zosyn and tobra on admission. On (B)(6) 2023, the patient's ICD was explanted, and the patient underwent a heartmate 3 to heartmate 3 left ventricular assist device (lvad) exchange on (B)(6) 2023. The patient was discharged home on (B)(6) 2023 on 4.5 grams per 8 hours of zosyn IV through (B)(6) 2023, and 480 mg tobramycin daily IV for 10 days.

Manufacturer narrative:
Event: the onset and subsequent admissions for the patient's ongoing driveline infection were previously reported under MFR report # 2916596-2023-00865. Health effect - clinical code: bacteremia. Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported equipment exchange and driveline infection could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The relevant sections of the device history records for mlp-021871 were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: medwatch report # mw5116467. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was communicated via medwatch form that the reason for implantable cardioverter-defibrillator (ICD) explant was that it was believed that the patient's ICD was infected. During the patient's pump exchange, no purulence was noted around the heart, so the sewing ring and part of the aortic graft were left in place. The exchange went well.